Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2020-01530, 3005168196-2020-01531.

Event description:
The patient was undergoing a thrombectomy procedure to treat a pulmonary embolism (pe) using a penumbra engine (engine) and a penumbra engine canister (canister). While setting up for the procedure, the engine was inadvertently dropped on the floor. During the procedure, while the engine was in use in the patient, it was unable to reach the maximum vacuum pressure. It was reported that only one to two of the engine indicator lights were illuminating. The physician powered the engine on and off, and exchanged the canister for a new one; however, the issue persisted. Therefore, the engine and canister were no longer used in the procedure. The procedure was completed using a penumbra system aspiration pump max (pump max). There was no report of an adverse effect to the patient.